Manufacturer narrative:
All operating currents are within specification. Off no power alarm functions properly. Device passed the displacement test, rewind, self test and a21 error test. Device was unable to prime during the prime/a33 test due to loose/protruded drive support disk. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. Device had minor scratched display window, scratched case, cracked reservoir tube, scratched reservoir tube window, missing end cap sticker and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that drive support cap was sticking out. Customer¿s blood glucose was unknown. Customer mentioned that insulin pump had crack in case and crack was seen on motor cap also. Insulin pump will be returned for analysis.